Event description:
Following laparoscopic portion of lavh, the scope was left in abdominal cavity with light source attached. After removal of specimen, a follow-up look through laparoscope showed a thermal injury to the lower left anterior abdominal wall attributed the malfunction of the fiberoptic mechanism of the scope.